Manufacturer narrative:
Date sent to FDA: 6/15/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2015 and mesh was implanted. A small portion of the old mesh was left on the liver surface as further dissection might cause injury to the liver.¿ it was reported that the patient underwent a laparoscopic colon resection on (B)(6) 2018 during which the surgeon noted ¿a moderate sized mass in her transverse colon and adhesions of the transverse colon to the previously implanted mesh along her upper midline mesh repair site.¿ it was reported that the patient underwent a previous hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent recurrent epigastric hernia repair surgery on (B)(6) 2015 during which the surgeon noted ¿the medial right liver was adhered to the mesh inside the defect while she was attempting to reduce the recurrent epigastric hernia. She dissected the liver off of the recurrent defect. It was reported that the patient experienced severe pain and discomfort. Other procedure is captured under a separate file. No additional information is provided.